Event description:
During a clinic follow-up, the device was observed to be in backup (bvvi) mode due to an unknown cause. Technical support was contacted and the device was explanted and replaced due to normal elective replacement indicator (eri). The patient was stable and will continue to be monitored.